Event description:
New information received notes that the patient presented for a right atrial (ra) lead revision and pacemaker (pm) replacement procedure. Isometric testing was performed and noise noted on the ra lead was reproduced. The pm was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. During the procedure, the right atrial (ra) lead was repositioned. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited low pacing impedance and episodes of noise. No intervention was performed and the patient will be further monitored. The patient was in stable condition.